Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 13 states, "center the bmp crimper on the crimp sleeve. Failure to center bmp crimper jaws on the crimp sleeve can cause damage to the sleeve and the corresponding section of the cable. This can lead to implant failure and surgical procedure failure." This report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number, and event.

Event description:
It was reported that during an initial total hip arthroplasty on (B)(6) 2015, the crimp failed to hold the cable in place. There was no delay in procedure or patient harm.